Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a surgical procedure at the user facility the device became clogged. No further information regarding this event is available from the user facility.